Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and has an incomplete fracture anteriorly of the central post. All pieces were returned for evaluation. The device was manufactured in october of 2013 and had an approximate field life of three (3) years and five (5) months with an unknown frequency of use. The device history records and receiving inspection report were reviewed and no deviations/ anomalies identified. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the device fractured at an unknown time and place. Attempts have been made and additional information on the reported event is unavailable at this time.